Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of intimal dissection is listed in the xience prime everolimus eluting coronary stent system instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. Additionally, the reported treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that the patient presented with severe angina and angiogram revealed a fully occluded distal left anterior descending (lad) coronary artery. The de novo lesion in the distal lad was pre-dilated with an unspecified semi-compliant balloon. A 3.0x18mm xience prime stent was deployed at 16 atmospheres. Fluoroscopy after stenting showed a dissection at the distal end of the stent. Another xience prime stent was deployed and successfully treated the dissection. There was no adverse patient sequela, and there was no reported clinically significant delay in the procedure. No additional information was provided.